Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. The fse examined the system and determined that the flexvision pc was off in the b cabinet and could not be started. As a part of repair activity, the fse replaced the flexvision pc, hard disk drive (hdd) and reloaded software. After replacement of flexvision pc, hdd and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.